Event description:
Pt reported that infusion sets from this particular lot occlude out of box with prime. Pt reported that insulin went through infusion set tubing and then clogged. Pt also reported that the development of air bubbles in the tubing caused the pt to experience high blood glucose (364 mg/dl). No treatment was received.